Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of fluid ingress on the heartmate 3 system controller (B)(6) was confirmed via testing of returned product. The returned system controller underwent preliminary and functional testing. A system controller self-test was performed, and the controller passed. The controller and returned modular cable (investigated independently) was connected to a test pump and operated the pump at a speed of 5000 revolutions per minute (rpm) with no alarms active. The power cables were manipulated by hand to no effect. The black and white power cables were independently disconnected, and the system functioned as intended supported solely by either power cable. Alarms were silenced to verify the visual alarm was active. Both power cables were disconnected and the system continued to operate supported by the backup battery. The driveline was disconnected and an alarm activated as expected. The controller was then put into sleep mode. A system controller self-test was performed again, and the controller passed. All auditory and visual alarms were verified during testing. The system controller was run for an extended period of time on the mock loop, alongside the returned modular cable. The system controller was able to support the pump function for extended operation. The system controller black power cable did not pass cable continuity. The system controller was opened and inspected at a component level. Fluid ingress was observed throughout the system controller, affecting its main printed circuit board (pcb) and other connections, including the power cables. Elevated resistances were noted in all wires of both the black and white power cables. The black internal wire of the black power cable measured as an open loop, consistent with cable continuity testing results. Fluid ingress within the power cables could cause increased resistances. Submitted photos revealed damaged strain reliefs on both the white and black power cable with green residue consistent with fluid ingress. Log files revealed routine events until a driveline disconnect on (B)(6) 2025 at 14:54:59 consistent with the reported controller exchange. The root cause of the reported fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6a: date of implant not applicable in initial manufacturer's investigation conclusion: the reported event of fluid ingress on the strain relief of the heartmate 3 system controller (B)(6) was confirmed via submitted photos. Submitted photos revealed damaged strain reliefs on both the white and black power cable with green residue consistent with fluid ingress. Product was not returned for testing. Log files revealed routine events until a driveline disconnect on (B)(6) 2025 at 14:54:59 consistent with the reported controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a green, gel-like material coming from both power cables on the system controller and the patient's modular cable. The cause of the material was unknown but was suspected to be due to water damage. The patient was switched to their backup controller and modular cable. Log files were submitted for review and found no unusual events prior to the controller exchange.